Event description:
The customer reported that a dilantin 100 ml bag was still half full when the secondary infusion completed. There was no report of pt harm or med intervention. Although requested, no additional pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.